Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One suture piece outside its packaging was received for analysis. Product code sxpp1a401. The received suture piece was inspected, and no breakage suture was observed. But damage and deformations were noticeable in the barbs, one extreme was noted to be broken and another extreme was to be cut probably caused by a surgical instrument. Body fluids and some damaged (crushed) on the surface were also observed along the strand. As per the returned conditions of the sample, no functional test was performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/31/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2024 and suture was used. During a robotic hysterectomy while suturing the vaginal cuff the suture broke. Another like device was used to continue with the procedure. While in the case it was mentioned to the rep that this also happed during two additional procedures this week. There were no adverse consequences reported. Additional information was requested.